Event description:
It was reported that patient experienced discomfort at the spinal cord stimulation (scs) lead and anchor sites. The patient underwent a revision procedure wherein the leads were moved and re-anchored.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50 . Serial:(B)(6). Batch: 7079940 / 7080033 / 7080045. Product family: scs-lead fixation. Upn: m365sc43180 . Model: sc-4318 . Batch: 31853958 / 32745459.